Event description:
Physician reported after intraocular implantation procedure, surgeon noticed haptic deformity intraocular lens (iol) dislocation. Surgeon stated that the iol remained in patient eye. Additional information received and stated that the intraocular lens was clearly dislocated, and although attempts were made to correct the dislocation, it appeared that the base of the trailing haptic was deformed and correcting the dislocation was not possible. It was also stated that the that the plunger of the company injector was applying force to the base of the trailing haptic and the optical part, which seemed to have caused a wound. The iol was exchanged for same model same diopter lens 6 days following the initial implant procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received and stated that there were no problems with iol setting, insertion, post-insertion handling, or iol movement on the day of surgery, but, however, the iol was clearly dislocated later, and although attempts were made to correct the dislocation, it appeared that the base of the trailing haptic was deformed (broken), and correcting the dislocation was not possible. It appeared that the plunger of the company injector was applying force to the base of the trailing haptic and the optical part, which seemed to have caused a wound. Extraction replacement was performed for same model same diopter lens 6 days following the initial implant procedure. The next day vision was fine. As per reporter event was not serious and was related to suspect device with no other possible factor. Post operative results showed no problems. The outcome of the event was recovering.

Manufacturer narrative:
Event description: a customer reported that deformity of haptic and intraocular lens (iol) dislocation were found at the examination after surgery. Additional information was received indicating that there were no problems with the iol setting, insertion, post-insertion handling, or iol movement on the day of surgery; however, the iol was clearly dislocated, and although attempts were made to correct the dislocation, it appeared that the base of the trailing haptic was deformed. It appeared that the plunger of the company was applying force to the base of the trailing haptic and the optical part, which seemed to have caused a wound. Reported product evaluation: results - a company delivery system injector sample was not received at the manufacturing site for evaluation for the report of a deformed haptic and iol dislocation; therefore, the condition of the product could not be verified. Inconclusive: based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.